Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound perception with the device.

Manufacturer narrative:
Conclusion: investigation results indicates that humidity ingress led to the device electronics failure over time. However, the device has been inadvertently damaged during residual gas analysis. Based on the manufacturer_s experience with this kind of device, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient no longer has any sound perception with the device. The loss of sound was sudden.